Manufacturer narrative:
(B)(4). The event is currently under investigation. A supplemental report will be submitted upon completion.

Event description:
It is alleged that a flexor balkin guiding sheath was being used during an aortogram with runoff and angiojet when the 6 fr sheath broke off at 63 cm from the tip. It was reported that the angiojet device had been placed inside the sheath prior to its separation. Additionally, it was alleged that the separated sheath then migrated to the patient's left femoral artery from the right femoral artery, where it was placed, and an open surgical intervention was performed to retrieve the device. Upon retrieving the device, no other adverse events have been reported.

Manufacturer narrative:
. Additional information: description of event: the separation reportedly occurred during removal of the sheath. The patient¿s anatomy was reportedly not tortuous or calcified. The device was requested from the customer, but will not be returned. Manufacturer received notification of the event via FDA, user facility medwatch report #5070739. (B)(4). A review of the complaint history, device history record, documentation, instructions for use (IFU), and quality control was conducted during the investigation. The complaint device was not returned; therefore no physical examination could be performed. However, a document-based investigation was performed. There is no evidence to suggest the finished product was not made to specifications. Review of the device history record of the finished product shows no nonconforming events that would contribute to this failure mode. There were no other reported complaints for this lot number. Measures have been conducted to address this failure mode. Monitoring will continue to be performed for similar complaints.